Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-49 alarm (malfunction in real time clock: abnormal rtc data). This occurred when the device was started up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.